Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported that the device did not turn on due to "blown fuse". Post repair, the device was still not turning on. The customer further reported that the large volume pump module was shutdown during infusion. There was patient involvement but no harm.

Event description:
It was reported that the device did not turn on due to "blown fuse". Post repair, the device was still not turning on. The customer further reported that the large volume pump module was shutdown during infusion. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.